Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an laparoscopic right colectomy procedure that scrub tech at first handed the device to the surgeon empty causing a small defect in the artery. Once the device was loaded the device delivered one scissored clip unsure as to what firing this happened. The device jammed but unsure as to which firing this occurred. Another er320 was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r93k1h. The analysis results found that the er320 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and dried body fluids were found inside the shaft that did not allow the clips to advance. 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. The reported complaint was confirmed. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.